Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly.

Event description:
The customer's mother reported a blank display after her son's insulin pump got wet. Advised that the insulin pump would be replaced. Nothing further was reported.